Manufacturer narrative:
One sample was received for evaluation. Upon visual inspection, no damage or other defects were detected. During functional testing, no discrepancies were found; the sample worked properly. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the chemo pump was leaking. The pump was saturated in 5fu and was placed in a biohazard bag at the pharmacy. The chemotherapy could not be wiped off the pump and appeared to have leaked into the inside mechanism of the pump. The event occurred at the patient's home and was operated by a health professional. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.